Event description:
It was reported that a multifiltrate pro hdf had an external leak of the pre-pressure dome two minutes into a patient¿s continuous renal replacement therapy (crrt) treatment. The patient was reinfused with blood and treatment was restarted. However, the patient experienced approximately 50 ml of blood loss. The sample was reported to not be available for evaluation. Upon follow up, it was reported that kit was replaced with a new one and the patient¿s treatment was restarted and completed successfully.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Investigation: the complaint sample is not available. Batch production record controls resulted with conformity. Non-conformity was not observed during manufacturing process. Complaint history review, there is one other complaint reported for the subject batch. The described situation is adequately addressed in instruction for use (IFU) and/or on the label. There is no indication that the reported failure relates to falsification. According to material information section, complaint sample is not available. The examinations informed below were applied to the retained samples, the samples were checked for component defect, assembly failure, conformity with the product specification. Leakage test: the samples were checked under air/liquid pressure for assembly failure and leakage. As a result of examination, no failure detected on the retained samples. The complaint was admitted, however exact reason of the defect could not be determined due to lack of original sample examination. According to complaint attachment, possible reasons of the defect might be related to raw material, improper connection of the pressure dome or handling process during treatment, but not limited to. The nonconformance (nc) implementation related with this issue is completed and assessed as effective. Although the affected batch was produced after nc implementation the number of complaints has been decreased significantly.

Event description:
It was reported that a multifiltrate pro hdf had an external leak of the pre-pressure dome two minutes into a patient¿s continuous renal replacement therapy (crrt) treatment. The patient was reinfused with blood and treatment was restarted. However, the patient experienced approximately 50 ml of blood loss. The sample was reported to not be available for evaluation. Upon follow up, it was reported that kit was replaced with a new one and the patient¿s treatment was restarted and completed successfully.